Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the device's system pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device failed the shock test during their monthly check. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.